Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty deflating the device and felt a lump in their penis that causes pain three weeks post after implant. The patient will follow up with their physician. There has been no surgical intervention and no additional patient complications were reported.